Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized for the event and was treated with vancomycin and meropenem injections(1gm each, ongoing, route, frequency and duration were not reported) for the event. Seven days after hospital admission, the patient was discharged from the hospital and has recovered from the event. Pd therapy was ongoing. No additional information is available.